Event description:
It was reported that the pump battery would not charge, and the customer did not receive a power source alert. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to plug the pump into a different outlet, but the issue persisted. Since the customer could not try a different wall adapter or charging cable, technical support arranged to send a replacement tandem cable and wall adapter.